Event description:
Screws broke in the neck and revision surgery had to be completed. Patient outcome: no adverse effect on the patient reported at the conclusion of the revision surgery.

Manufacturer narrative:
Additional lot no. 582710. The screw that broke is not known at this time. There was a quantity of two of catalog no. 94635. Manufacturing date for part is not available at this time.

Manufacturer narrative:
Parts returned to manufacturer for evaluation were:part no. Lot no. 94635 313070

Event description:
In 2009, a doctor reported to ormco corporation that five different patients experienced enamel loss when 5 damon3mx brackets debonded.

Manufacturer narrative:
Fracture analysis indicates screw shaft experienced torsional or bending fatigue overload resulting in shaft fracture. Root cause could not be determined based on the available information.